Event description:
There was an allegation of questionable ferritin elecsys results from a cobas 8000 cobas e 602 module. Sample (B)(6) initial result on serial number (B)(4) was 71 ng/ml. The repeat result on serial number (B)(4) was 48 ng/ml. The third result on serial number (B)(4) was 45 ng/ml. Sample (B)(6) initial result on serial number (B)(4) was 48 ng/ml. The repeat result on serial number (B)(4) was 18 ng/ml. The third result on serial number (B)(4) was 18 ng/ml. On (B)(6) 2022, sample (B)(6) initial result on serial number (B)(4) was 15 ng/ml. The repeat result on serial number (B)(4) was 8 ng/ml. The third result on serial number (B)(4) was 88 ng/ml. One questionable result was reported outside of the laboratory, but it was unclear which sample. The reagent lot number was 60072100 with an expiration date of 31-may-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided calibration and qc data were acceptable. Therefore, there was no indication of a general reagent issue.